Event description:
It was reported a hardware removal of a lag screw took place on (B)(6) 2013. A female patient underwent an intramedullary nailing and was implanted with an 11.0 mm trochanteric fixation nail lag screw on (B)(6) 2013. In the procedure, the patient was positioned laterally. Subsequent computed tomography (CT) scan showed that the screw was too anterior and too long. On (B)(6) 2013, the lag screw was explanted and a helical blade was implanted more centrally in the femoral head. It was reported that the procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.